Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension enb procedure on (B)(6) 2016. On (B)(6) 2016 the patient was transferred to inpatient hospice and subsequently died on (B)(6) 2016. The cause of death was listed as cervical cancer. The site reports the death is not related to the superdimension device or enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.